Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was a shift fracture. While being removed from its packaging, the shaft of a 2.5x20mm taxus express2 drug eluting stent broke. The device did not contact the pt. The facility opened another 2.5x20mm taxus express2 drug eluting stent and finished the procedure without complication. The pt's condition was reported as "ok."